Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, and a blank display due to the battery tube connector not being plugged in properly.

Event description:
The customer reported via phone call that the insulin pump was getting a blank display. The patient's blood glucose value at the time of incident was 180 mg/dl. The customer stated that she keeps the pump in her pocket and that she found cracks near the battery compartment. Troubleshooting was initiated for the blank display. A new battery cap was sent to the customer, and in a follow-up call she stated that there's a small piece of plastic missing from the battery cap. She also reported on cracks surrounding the lcd display screen and leading to the reservoir compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.